Event description:
It was reported that a patient underwent a mastectomy and bi-lateral tram flap procedure in (B)(6) 2004 and mesh was used. The patient reported that in the latter part of 2008 she began to have pain in abdomen, umbilical and pelvic region. In 2009, reports those areas were inflamed and swollen. The patient reports that the umbilical area developed pus and was treated with cipro. The mesh was removed on (B)(6) 2009. During the procedure it was noted that she had a hernia and an abscess. She reported having CT scans revealing seroma pockets and utis and bladder weakness. She had additional mesh removal on (B)(6) 2011. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.